Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The insulin pump was received cracked case display window corner, cracked lcd window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.